Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr got detached. The target lesion was located in the "very" tortuous and "very" calcified proximal circumflex artery. A 1.50mm rotalink¿ plus was selected for use. During the procedure, ablation was performed at 160,000 rpm when it was observed that the burr did not normally retract or advance. It was then noted that the burr became separated from its shaft. A non-bsc guidewire was then put alongside the rotawire. The rotawire and the burr were pulled out as a system. A new rotawire and a 1.25mm burr was utilized to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was not returned for analysis. The burr was detached and received on the rotawire and was able to be removed with no issues. The burr was microscopically examined and there was no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr got detached. The target lesion was located in the "very" tortuous and "very" calcified proximal circumflex artery. A 1.50mm rotalink¿ plus was selected for use. During the procedure, ablation was performed at 160,000 rpm when it was observed that the burr did not normally retract or advance. It was then noted that the burr became separated from its shaft. A non-bsc guidewire was then put alongside the rotawire. The rotawire and the burr were pulled out as a system. A new rotawire and a 1.25mm burr was utilized to complete the procedure. No patient complications were reported.